Manufacturer narrative:
At this time, no definitive conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the alleged patient outcome. The contact reports that the patient is trying to seek additional medical opinion. Should additional information be provided, a supplemental MDR will be submitted. Without a lot number a review of the manufacturing records is not possible. Infection is a known inherent risk of surgery. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." Additionally, fistula formation is identified in the adverse reaction section as a possible complication. This file represents the bard mesh implanted in (B)(6) 2000. Additional mdrs will be submitted to represent the (B)(6) 1999 implant of the bard perfix plug and the (B)(6) 1999 implant of the bard composix mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw5070519): "caller was implanted with a hernia mesh in her inguinal in (B)(6) 2000. The device migrated and caused an infection. Caller received multiple antibiotic treatments and surgical interventions to combat the infection and reinforce the mesh. In total, caller had 7 surgeries. The multiple surgeries caused her to lose significant amounts of abdominal tissue; a separate abdominal mesh was implanted to support her abdomen. Caller is still in pain at all times, suffers from intermittent swelling, and abdominal deformities, she has been put on disability, lost her husband and must depend on her children for help." The following was reported via follow up with contact: on (B)(6) 1999 - the patient underwent repair of a left inguinal hernia with implant of a bard perfix plug. On (B)(6) 1999 - the patient underwent repair of an abdominal hernia with implant of a bard composix mesh. On (B)(6) 2000 - the patient underwent repair of an abdominal hernia with implant of an unknown "marlex" mesh (bard flat mesh). The contact reports that following this procedure (2000) the patient's wound did not heal and the mesh migrated and caused an infection. The contact does not know the date but reports that the patient underwent an additional procedure to remove the mesh. As reported during this procedure a fistula that had a connection to the mesh was noted. The patient was then treated continuously for infection with multiple debridement procedures and antibiotics. On (B)(6) 2003- the patient underwent an additional abdominal hernia repair using a non bard/davol mesh. The contact reports that the patient developed infections following these repairs and was treated with a wound vac in the left inguinal space. The contact reports the patient spent six years fighting the infection and through this time was unable to perform any substantial physical activity. As reported the patient became disfigured from the multiple surgeries and also disabled due to the pain and physical limitations such as nerve damage resulting from the multiple surgeries. Additionally reported is the patient must now wear an abdominal binder for life, to support her abdominal area. As reported the patient is trying to seek additional medical opinion.